Event description:
Supplemental report is being submitted due to confirmation on the 31-aug-2021 of incorrect size wire guide 0.025in used with the placement of the device. 1.does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Observation prior to patient contact. 2. What was the target location for the stent? Cbd. 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. The product was stored in a storage box in a cabinet. 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* olympus visiglide 0.025¿, 450cm, straight type. 5. Was the wire guide lubricated prior to use? Yes. 6. Was the wire guide inspected for damage prior to use?* yes . 7. Was the device at the centre of the complaint inspected for damage prior to use? Yes. 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. 9. If yes please indicate the type of procedure performed. Sphincterotomy 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 11. If not with the device in question, how was the procedure finished?* they used another zso-7-6. 12. Did the patient require any additional procedures as a result of this event? No. 13. What intervention (if any) was required? 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 15. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. If yes, please detail any other defects observed this problem occurred before inserting into the scope.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x zso-7-6 device of lot number unknown involved in this complaint was not returned to cirl.. With the information provided, a document-based investigation was conducted. Document review: prior to distribution zso-7-6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with zso-7-6 devices. To ensure conformity of all batch release products, pack qc procedures verify that "...the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0045) states the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still underway, follow up report will be submitted on completion of investigation.

Event description:
When inserting a plastic stent into the guide wire, the pigtail was kinked. So they used another zso-7-6 in order to finish the procedure. No adverse effects currently reported.